Manufacturer narrative:
Due to character restrction in block e1. E1 initial reporter name is (B)(6). E1 event site email is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : e1 ( initial reporter , event site email ). The customer observed the iabp for 5 to10 min and the iabp alarmed low vacuum again. The customer reported that the iabp had intermittently presented multiple alarms throughout the day. The customer reached out to the getinge emergency support line. Getinge recommended to switch the iabp console to the backup cs300. There was patient involvement but no harm reported. The unit was rechecked by biomed and confirmed for proper functionality. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Other contact person: (B)(6). Other contact email: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump(iabp) alarmed low vacuum. There was no patient harm or injury reported.